Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The shaft would not release the implant initially and when the surgeon was able to remove the inserter from the implant a dura tear occurred. Device history records review was completed for part# 03.812.003, lot# 8797968. Manufacturing location: (B)(4), manufacturing date: feb 03, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif) surgery at l3/l4 on (B)(6) 2017 using the transforaminal posterior atraumatic lumbar (t-pal) cage system. The surgeon had difficulty disengaging the t-pal implant from t-pal implant holder (applicator shaft). After several attempts, the surgeon was able to detach the t-pal implant from the t-pal implant holder and it was implanted in the patient. Force was needed to release the device but, reportedly it was not excessive. There was no visible damage to the implant holder. The patient sustained a dural tear during the surgeon's efforts to remove the t-pal implant from the t-pal implant holder (applicator shaft). There was a 15 minute surgical delay to repair the dural tear. The procedure was successfully completed. The patient outcome was stable. The instruments were hew and had not been used in many cases. Concomitant devices reported: t-pal implant (part# unknown, lot# unknown, quantity 1). T-pal spacer applicator handle (part# 03.812.001, lot# 8797949, quantity 1). T-pal spacer applicator knob (part# 03.812.004 lot# 8708081, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned subject device. The following complaint device(s) was received by customer quality (cq): one t-pal spacer applicator inner shaft (part/lot/mfg date: 03.812.003/8797968/03feb2014). Please note the following devices were also returned: one t-pal spacer applicator knob (part/lot: 03.812.004/8708081), one t-pal spacer applicator handle (part/lot: 03.812.001/8797949). No issues were noted with the instrument(s) and no allegations were made against them therefore no further investigation is required. A visual inspection, functional test and device history record review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The t-pal spacer applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer per relevant technique guide. The returned instrument(s) was examined and no issues were noted. The instrument(s) functioned as intended, able to be assembled/disassembled (with its mating components) and no damage was detected. As the complaint was unable to be replicated and no defects or deficiencies were identified with the returned instrument(s), no further investigation is necessary. The complaint is unconfirmed. Relevant drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No root cause was identified as the complaint condition was unable to be replicated. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.